Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation a follow-up report will be submitted.

Event description:
It was reported that the hakim programmable valve could not be programmed and was obstructed after implantation. The device was revised without report of symptoms for the patient. The valve was implanted to the patient; however, date of implant and initial setting are unknown. It was reported that the valve was would not reprogram the pressures setting from 160 mmh20 even though a neodymium was used. It seemed that the implanted position was deep. Also, the valve obstruction was suspected because shunt was not very effective. The surgeon commented that debris was affecting. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected: needle holes in the needle chamber were noted, as well as some biological debris on the spring. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheter was irrigated; no occlusions found. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was then pressure tested; no issues found. A review of manufacturing records found that the device confirmed to specification when released. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.